Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm; a dilation of the suprarenal stent. Additionally there was evidence to reasonably support the following observations; dilation of the mid suprarenal stent that was a type 3b endoleak and aneurysm sac growth. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; a 67 degree infrarenal angle at 55 months, a decrease in overlap between the main body and suprarenal extension to below IFU recommendation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the proximal extension was dilated larger than the specified diameter, there is no evidence of an endoleak. The CT also showed there is the presence of thrombus in the stent, however, there is still blood flow and the stent is not occluded. The patient has been scheduled for a secondary intervention and the physician plans to reline the initial implant. The patient is in stable condition.